Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with the aris mesh on (B)(6) 2006. Later pt experienced pain, urinary problems, dyspareunia, neuromuscular problems, vaginal scarring and loss of consortium. No removal or revision surgery was performed.